Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f exoseal vascular closure device (vcd) the closing failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The button was pressed. Regarding the femoral puncture site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the unknown vascular sheath introducer between 30 and 45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site exhibited mild visible calcium and there was moderate access vessel tortuosity. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white and red position. A kinked/bent condition was observed on the delivery shaft during this analysis, located at 12.2 cm, 13.1 cm, 13.8 cm, and 15.6 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the kinked/bent areas to verify the outer diameter (od). These results were found to be within specification. In addition, a dimensional analysis of the delivery shaft¿s inner diameter (ID) was also conducted. The results were within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the plug was not included for evaluation. A high magnification evaluation was executed to assess the kinked/bent section of the delivery shaft and the internal mechanism. No abnormal conditions were observed. The previously noted kinked/bent areas were confirmed, and the internal mechanism appeared intact. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the device received since the device was received fully deployed. There were kinks noted on the delivery shaft. The cause of the reported issue could not be determined, especially since the condition of the returned device did not match what was reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, calcification and tortuosity were reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6f exoseal vascular closure device (vcd) the closing failed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The button was pressed. Regarding the femoral puncture site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the unknown vascular sheath introducer between 30 and 45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site exhibited mild visible calcium and there was moderate access vessel tortuosity. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.